Event description:
It was reported that patients ipg slipped out of the pocket.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6) . Batch: (B)(6) .

Event description:
It was reported that patient's ipg slipped out of the pocket. It was reported that patient the patient was not getting an adequate pain relief and had constant cluster headaches. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively.